Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off without any alarms. The customer's blood glucose was 450 mg/dl. The customer also reported that the insulin pump was continually shutting off. The customer also reported an unexpected restart alarms. The customer was able to turn on the insulin pump after two battery replacements. The insulin pump passed a self test during troubleshoot. The customer also reported two signal too low alarms. The customer was advised the insulin pump will be replaced. Customer also reported their blood glucose was 300 mg/dl the night prior when the alarms occurred. Customer was able to treat with a manual injection. The customer will be returning in the insulin pump for analysis.

Manufacturer narrative:
Unit received with high idle current, unexpected restart error alarm and signal too low alarm during boot up due to voltage leak on interface board. Unit received with corroded battery tube. Unit received with scratched case, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.